Event description:
Maanufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator's turbine was found defective. The provided logs copy confirm a technical error indicates turbine module failure. Technical error te 69. A patient was connected to the device, 100% o2 was delivered instead. No harm or injury was reported. The ventilator was investigated on site by our sale subsidiary service engineer.to solve the issue, the blower module assembly was replaced and sent for further investigation. The device passed all functional check and safety tests according to factory specifications, the device was safe and returned to customer for clinical use. The defective turbine module was returned to the manufacturer for investigation. The reported error was confirmed in the provided logs, the blower module assembly was produced during 2020-2021 and there is a generic investigation and a CAPA covering the reported error for the blower modules produced during this period. The reported error was reproduced during simulated use test in our investigation laboratory, thus confirming field investigation and customer observation. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken windings as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).